Event description:
On (B)(6) 2011 customer reported getting low vacuum and sheath flow errors on their lh750 instrument when they observed a clear fluid below the bsv (blood sampling valve). They also reported the high pressure was low on start up. The source of the leak could not be located. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and replaced vacuum chamber vc22 and tubing at valve vl53b. This resolved the issue.

Manufacturer narrative:
(B)(4).